Event description:
It was reported that a folfusor's reservoir ruptured during infusion. The device was filled with a solution of glazidim. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the unit determined that the bladder ruptured in a footed position. The reservoir was also microscopically examined for any abnormalities that may have potentially contributed to the rupture. An abrasion was detected on the interior surface of the reservoir near the rupture line. No other observations were noted on the unit. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.